Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The actual date of event is unknown. Root cause: the probable cause of the reported issue was that the device had an over infusion was not identified during the customer call. The case escalated to dchu. However, there was no sufficient sample to address the issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion. There was patient involvement but unknown harm. The customer refused to be contacted for additional information.